Manufacturer narrative:
Device evaluation: one 7mm x 25mm biosure ha screw was returned for evaluation. Visual examination of the screw confirmed the reported complaint of breakage. The screw is broken into several pieces at its distal end. As reported, the surgeon did not use a tap prior to insertion of the screw which is recommended per the instructions for use (IFU) in bone-tendon-bone applications. A review of the device history records did not identify any issues with the manufacture of this lot. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a bone tendon bone (btb) anterior cruciate ligament (acl) procedure utilizing a biosure ha, 7mm x 25mm, it was reported that the screw broke upon implantation into the tibia. An 11mm pilot hole was pre-drilled to accommodate the screw. A tap was not utilized in this case. The remaining pieces were removed with forceps. A back-up device was available to complete the procedure. There were no reports of patient injuries or complications.